Event description:
All images sent to the amicas ver. 6 server are not available to review.

Manufacturer narrative:
At the time of the incident, the database was configured with "auto turning" turned on. The database ran out of resources and could not handle the transactions at that time. The importing device's error handling only reported the underlying database problem in the log files without marking the missing images as "failed to import". Thus, the importing device moved to close the study without leaving the failed images to be re-tried. The dicom deletion code should not have deleted the dicom images that are failed. Instead, it should leave the images so they can be re-tried. The issue was identified and corrected in v6, cu4 and installed.